Event description:
It was reported that the patient was experiencing leaks and the representative told to pull the tube out a little to leave a pocket and it worked . Also patient stated that this should be added to the paperwork to help people. It was noted that the patient had been using purewick products for more than 90 days and the kit was replaced on (B)(6) 2021.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was experiencing leaks and the representative told to pull the tube out a little to leave a pocket and it worked . Also patient stated that this should be added to the paperwork to help people. It was noted that the patient had been using purewick products for more than 90 days and the kit was replaced on (B)(6)2021.